Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-may-19, information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reports patient indicated the ins is dead and no longer working. Caller reports patient do not know where her controller is. Caller reports patient has since moved and is looking for a physician to explant the ins. Reviewed general longevity of ins. On 2021-10-19 additional information was received from a healthcare provider (hcp) reporting that the patient pt stated their scs worked for a bit but then the ins battery stopped holding a charge and didn't function the way it was supposed to. Pt provided event date: "probably a month after (implant date)". Pt states that she wants to get the scs removed but patient no longer has same implant doctor since they moved. The patient stated that their new doctor would not remove the scs because it was placed by another doctor.